Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29/aug/2018. Date received by manufacturer: 19/jul/2018. Facility biomedical engineer evaluated the device. No problems were found with the unit. The event log showed that the unit was unplugged for several hours while in use, and that the unit alarmed appropriately prior to the battery being too depleted to run the unit. No parts were replaced. Customer was contacted to obtained patient information, but no response was received.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with "low battery" alarm and "running on internal battery" error messages. Review of the diagnostic report (drpt) indicated that the unit lost power. The customer reported that the unit was in use but there was no patient harm reported.